Manufacturer narrative:
The drive gas check valve could become stuck in a fixed open position which could cause pressure to build in the mechanical ventilation cycle. If this issue is left unresolved, it could result in excessive or prolonged pressure in the patient breathing circuit during ventilation potentially resulting in barotrauma. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on (B)(6) 2015. The recall classification number is z-0677-2016 through z-0682-2016. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 via phone and email, (B)(6) 2016 via email.

Event description:
The hospital reported that, during a case, the bellows was noted to be fluttering. It was further reported that, at some point during the case, mechanical ventilation stopped cycling and then restarted on its own. There was no reported patient injury.